Manufacturer narrative:
(B)(4). Evaluation, results: (mi).

Event description:
Two endeavor sprint rx drug eluting stents were implanted during the index procedure, one in the circumflex artery and one in the mid circumflex. On the same date as the index procedure, the pt is reported to have suffered an mi. The investigator assessed that the event was not related to the target vessel, not related to the study device and probably related to the study procedure. Pt had no change in angina status at 30 day, 3 month and 6 month follow-ups. (Ref MFR# 9612164-2011-00970).